Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> lot number: 8068933. Device history reviewed on 06 dec 2019. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 2017-03. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 15 october 2019 for MDR reportability. On (B)(6) 2015 the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, instability, functionally disabled, and pain. The surgeon reported the patient¿s knee was grossly unstable, looser in flexion than extension. He noted none of the components were grossly loose, and that the femoral component was well-fixed. The surgeon did indicate the tibial component was removed with little effort at the tibial tray/cement interface. He noted the patellar component was well-fixed and not revised. The patient was implanted with depuy knee system and smartset bone cement x 1. There were no complications to the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2018. (Rt knee).